Event description:
Nurse was attempting to use the in line suction connected to the ventilator when the line became disconnected and splashed the nurse in the face with matter from patient. This same issue happened a number of times to the point where the nurses had to resort to tape the tube to the vent. Product was pulled from shelf and replaced. Manufacturer response for halyard* closed suction catheter, closed suction catheter (per site reporter): replacing product picked up affected lots kept a few of the affected lots on hand in case more investigation is required.

Event description:
Nurse was attempting to use the in line suction connected to the ventilator when the line became disconnected and splashed the nurse in the face with matter from patient. This same issue happened a number of times to the point where the nurses had to resort to tape the tube to the vent. Product was pulled from shelf and replaced. Manufacturer response for halyard closed suction catheter, closed suction catheter (per site reporter). Replacing product picked up affected lots kept a few of the affected lots on hand in case more investigation is required.